Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas did not charge when placed on the charging pad, with the indicator blinking green despite trying multiple outlets and confirming no visible damage to the cord or pad, consistent with a charging problem involving the battery charger; replacement supplies were arranged and education provided, and blood glucose levels were reported as unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger, consistent with a device charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.